Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The auto mode was not active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visited to emergency room and the was hospitalized due to hyperglycemia and diabetic ketoacidosis on august 3, 2019. The customer¿s blood glucose level was 590 mg/dl at the time of incident. The customer was treated with insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea, throw up and chest pain. Customer stated that the blood glucose value all day around was 250 mg/dl. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.